Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge would not slide in all the way onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The user removed the o-ring, successfully loaded a cartridge, and resumed insulin delivery. The user's blood glucose level was 181 mg/dl.